Event description:
It was reported that during an unknown procedure, the knife suddenly stopped during the firing. So the surgeon used the manual release lever to make the knife come back to the proximal. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60d cartridge reload was received partially fired 1/16 and not loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The knife reverse button force worked properly during testing. No short cut or absent cut were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what type of procedure was the device used in? Robotic lar. Did the device deliver any staples? If yes, were the staples formed properly? Just a few staples at the proximal. Not formed completely. If yes, was the staple line complete? No, it was not. Did the device cut? No, it didn't. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was the knife return switch attempted before using the manual override to open the device? Yes, surgeon tried to use the return switch first, but the knife couldn't be back so surgeon used the manual override lever. On which firing did this event occur (1st, 2nd, 12th, etc.)? 1st how was the procedure completed? Surgeon used another stapler and cartridge.